Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced particulate matter that looked like a small stone in or near the twist clamp of their pd line. This occurred during an unspecified cycle of peritoneal dialysis therapy. The transfer set was removed and replaced with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported condition was verified during visual inspection. Loose particulate matter inside the fluid path was observed. The morphological, chemical and elemental characteristics of the particle were determined via fourier transform infrared spectroscopy and energy dispersive x-ray spectroscopy, and were found to be consistent with a mixture of calcium stearate and sodium chloride. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.